Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and the issue has been resolved by replacing the pressure transducer printed circuit board (pcb). The replaced pressure transducer pcb was returned for further investigation. Visual inspection revealed liquid signs on the back side of the returned pressure transducer pcb. The reported pressure transducer test failure during pre-use check could be reproduced when the returned pcb was test in a ventilator. Ingress of liquid substance on pc boards can cause failure/short circuits which might lead to to hazardous situation of various alarms and failures. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by defective pressure transducer pcb as a result of water ingress into the ventilator.

Event description:
Manufacturer's ref. #: (B)(4).